Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle on the bd ultra-fine¿ ii insulin syringe broke off into the patient's stomach during the b12 injection. The consumer went to the emergency room, where the doctor was able to locate the broken needle, but unable to retrieve it. The following information was provided by the initial reporter: "consumer stated she was administering a b12 injection and upon attempted removal the needle broke off and remained in the injection site on the right side of the stomach. Consumer sought medical intervention at emergency room; doctor located needle but was unable to retrieve. Consumer stated she was advised by doctor that if site of needle break became infected, surgical intervention would be required. Consumer stated she brought the syringe to the emergency room and it was disposed of by a health care professional."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/26/2021. H.6. Investigation: customer returned (1) loose 1cc syringe. Customer states that the needle broke off and remained in the injection site. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. The shield was also examined for any possible scrapes or cuts related by cannula recapping or improper shielding, however nothing was observed. Unable to perform DHR check for breaks off during use due to unknown lot number. Root cause is user related. The cannula broke during bending/re-straightening of the cannula during use by the customer. H3 other text : see h.10.

Event description:
It was reported that the needle on the bd ultra-fine¿ ii insulin syringe broke off into the patient's stomach during the b12 injection. The consumer went to the emergency room, where the doctor was able to locate the broken needle, but unable to retrieve it. The following information was provided by the initial reporter: "consumer stated she was administering a b12 injection and upon attempted removal the needle broke off and remained in the injection site on the right side of the stomach. Consumer sought medical intervention at emergency room; doctor located needle but was unable to retrieve. Consumer stated she was advised by doctor that if site of needle break became infected, surgical intervention would be required. Consumer stated she brought the syringe to the emergency room and it was disposed of by a health care professional."